Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log could not be retrieved. The receiver would not boot up and continuously re-initialized. The device was opened for an interior inspection and failed as moisture damage was found within the device. Functional testing could not be performed. The reported event that the receiver ceased to function was confirmed during log review. The root cause was determined to be moisture damage.